Manufacturer narrative:
(B)(4). After further investigation, there is no information to suggest that this device malfunction would cause or contribute to a death or serious injury if it were to recur.

Event description:
The facility reported an automix 3+3/as compounder with an incorrect solution 2 (is2) alarm. This condition occurred after dextrose leaked onto the compounder from the grey station during compounding in the pharmacy. This condition can lead to incorrect compounding or incorrect labeling of compounding material. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). This device is (B)(4) exempt from having a 510(k) number. Its additional 510(k) number is k961008. The device was not returned to baxter for evaluation. The customer received a solution via phone support. The reported condition could not be confirmed and the root cause could not be determined. Should the device and/or any additional information become available, a follow-up report will be submitted.